Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced failed battery test and weak battery. The customer's blood glucose value was 600+ mg/dl. The customer treated with 9 units of insulin. The customer also changed the infusion set and battery and slowly blood glucose went down and customer then took 14 units of insulin. The customer was not able to clear the alarm. The product was returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery test, weak battery, off no power or low battery alerts noted. No unexpected resetting time/date after changing battery noted. The pump was programmed with a test glucose meter. The pump communicated properly and recorded the 112 mg/dl value properly from the glucose meter. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.